Event description:
It was reported the device was implanted for supracondylar femur fracture dated for 2008. The plate was broken about four mos after surgery. The operator could not control the weight bearing because the pt moved to another hospital after 6 weeks surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.